Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the drill bit broke while drilling through the continuum drill guide into a 48 mm cluster shell. The broken pieces were retrieved. There was a reported 3 minute delay in surgery and the procedure was completed with another device.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed the device is fractured approximately 1 inch from the tip. The cutting edges are dull and damaged. The dimensional of the item was measured and material hardness was conforming to print specifications. Lot number not legible therefore no DHR review can be performed. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.